Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. There was a stain noted on the lens in the gap. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " gap between acoustic lens and ultrasound probe" malfunction could not be identified. Olympus will continue to monitor field performance for this device.